Manufacturer narrative:
(B)(6) results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5086165. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had the needle come away from the hub. No injury or medical intervention reported.